Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, the dhs/dcs screw was introduced into the patient and it was reported the plate slid over the screw applicator and did not enter the plate. It was confirmed later that the dhs/dcs screw does not enter into any dhs plate. The dhs/dcs screw was withdrawn and replaced by another screw.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs screw. The implant was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that dhs dcs screw was manufactured in october 2012 in compliance with the specifications. No complaint related issues were found. Please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs screw and the connecting screw (B)(4), which is guided through the wrench (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.